Manufacturer narrative:
(B)(4). Eval: damaged cartridge. Additional information was requested and the following was obtained: did the device deliver any staples or cut line before it blocked? No. Was the device difficult to open? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3. What color cartridge was being used? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No the analysis found that one pce45a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, a cartridge pan was found lodged inside the channel; it was removed from the channel. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the affiliate that during a vats lobectomy procedure, the instrument blocked and the surgeon had to use the manual button to take back the knife. No patient consequences reported. Procedure was completed with same like device.